Manufacturer narrative:
(B)(4). Inherent risk of procedure (mi).

Event description:
During the index procedure one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the rca. The patient was free of symptoms at the 30 day, 6 months, 1 year and 4 year follow up's. The patient had stable angina at the 1.5 year, 2 year, 2.5 year and 3 year follow up's. It was reported that approximately 4 years and 2 months post the index procedure the patient had chest pain and breathlessness whilst out walking which may have been a possible mi. It is unknown at present if the target vessel was involved.